Manufacturer narrative:
The investigation for the reported cannula kink has been completed. Product was not returned for evaluation. Data logs were reviewed which confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Based on clinical description and data analysis, the root cause of low flow was most likely kinked cannula. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male of an unknown race in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the cannula was noted to be kinked after the insertion. The cp was removed and replaced without complication. No patient harm was reported.